Event description:
This patient had suffered a fractured hip and was admitted to our hospital. The patient's condition was declining, requiring transfer from our cardiac telemetry floor to our intensive care unit. The patient was intubated, placed on medication pressor agents for hypotension and sepsis, and was set up with a central line pressure monitor device to monitor his central venous pressures. The patient was receiving fluid boluses based on the readings from the monitoring equipment. After receipt of multiple liters of fluid, the readings were remaining lower than would be expected. After troubleshooting, the cable was switched out and more believable readings were obtained. This cable was taken out of service, tested, and test results showed it was not reading accurately. There was a pin broken and also the pin configuration was different than the others in the department. This patient expired. The extra fluid was not determined to be the cause of this patient's death, but it did not help the situation (it may have contributed somewhat, in regards to timeframe. This is unknown.) For this reason, we are submitting this report.